Event description:
The account obtained discrepant results when a pt had a positive home pregnancy test on 3/5/97. She came to the account on 3/6/97 and a first morning urine sample gave a negative result for hcg on lot number 22870m400. The urine sample was then run in another kit using lot number 23657m300 and a positive result was obtained. The test was also repeated in another brand and the test was positive for hcg. The account states they run controls when kits are placed in use. The controls used with kit lot number 22870m400 were fine about 1 month ago when the kit was opened; however, on 3/6/97 the controls were very weak. The same controls run on kit lot number 23657m300 worked fine. The pt was referred to an ob-gyn. Specialist and further info is not available on condition or status of pt.